Event description:
It was reported that the device had network comm error (600.6845) and on the asm we have massage " connected pc unit/rf card is not supported or is not compatible with the network. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device displayed network comm error (600.6845) was confirmed through log analysis and replicated during laboratory testing. Laboratory testing of the suspect pcu observed a network communication error code 600.6845 after booting sequence. A new network configuration was installed, and the task was unsuccessful with the alaris system maintenance (asm) displaying an error. A known good laboratory wireless network card with the same network configuration was temporarily installed into the pcu. The device connected to the network with stable connection and no errors were displayed. The original network card was installed back into the pcu and was powered on. The network communication error appeared again on screen. A review of the suspect pcu error log showed a total of three (3) error code 600.6840.5 (cib_connect_failed) occurred on 19mar2025. The first error occurred at 12:52 pm, the second one at 12:57 pm and the third one occurred at 1:00 pm. A review of the suspect pcu event log showed that no infusions were programmed on the reported day. The bd alaris user manual v12.3.1 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the wireless network card as it was observed to be faulty. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.